Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with the r-waves unable to measure. Programing changes were made, and patient immediately began sensing appropriately. The patient condition is stable.